Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose an keypad was unresponsive. The customer¿s blood glucose level was 36 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer mentioned that she feels like there's a bubbles inside the center key. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board had moisture damage. No damage to the keypad assembly noted. Device passed displacement test and self test.